Event description:
It was reported the vibrate feature on the insulin pump was not working. Customer's blood glucose was unknown. Customer stated the device was not vibrating when they changed the alarm or with self test. Battery was full and was installed three days prior to call. Customer was advised the battery will need to be replaced. No further information reported.

Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to broken black vibrator motor wire. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, broken reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.